Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted trangastric to treat a large pancreatic cyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the second flange could not be released. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.